Event description:
The returned device was analyzed and revealed that the spindle cap was completely sheared off from the implant body. The damage to the implant indicates failure was likely due to deployment against resistance (e.g., bone) and/or manipulation of the position of the device by gear shifting of the inserter.

Manufacturer narrative:
The returned device was analyzed and revealed that the spindle cap was completely sheared off from the implant body. The damage to the implant indicates failure was likely due to deployment against resistance (e.g., bone) and/or manipulation of the position of the device by gear shifting of the inserter. A labeling review was performed, and it did not reveal any anomalies as it states to not force deployment or implant breakage or damage to bony structures may result. Based on all available information, engineers concluded that the reported damage was due to unintended use error caused or contributed to event.